Manufacturer narrative:
Device code 1494: off-label use (under 21yrs of age at date of implant). Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -8.0/1.5/58 (sphere/cylinder/axis), implantable collamer lens was implanted upside down into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged and the problem resolved . The reporter states that the cause of this event is due to patient realted factors and user error. The reporter also states that the device did not fail to perform as intended.